Event description:
It was reported that the automated impella controller (aic) was unboxed and found to be damaged. The automated impella controller will be returned for service and evaluation of the damage. No patient involvement.

Manufacturer narrative:
E1: name of initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was mishandling during transportation. This report is being filed as part of a retrospective review of historical records.